Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise. The vt zone began to bin ventricular fibrillation episodes due to noise. No shocks or therapies were given. It was noted that the patient was using a power tool at the time of the event. The patient was in a stable condition and will continue to be monitored.